Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt's pump was explanted due to infection. It was unclear what medication was in the pump. No further details, pt symptoms or outcome were reported. Additional info was requested but not provided at the time of this report. A follow-up report will be filed if additional info becomes available.